Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a procedure. According to the complainant, the snare loop failed to cut the target polyp. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.